Manufacturer narrative:
(B)(4). Batch # unk. Additional information has been received: resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function value "no" has been changed to yes. Is the adverse event serious? (If yes, check all that apply below) value no has been changed to yes. The USA FDA reportability remains as serious injury. Left chest tube air leak has been changed to left chest tube air leak related to significant infected lung . An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported via clinical trial patient (B)(6) experience, left chest tube air leak. The event was not related to the study device.

Manufacturer narrative:
(B)(4). Date sent: 6/21/2022. Additional information: relationship to study device: not related. Relationship to primary study procedure: probable h1.